Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported unknown system error, which was not reproduced. The unknown system error was determined to be a system error 322 after review of the event history log. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced an unknown system error, during therapy (medication, programmed amount and delivery rate unknown) in the acute care area. The customer reported that the nurse turned the device off and reprogrammed the infusion following the unknown system error. The reprogrammed infusion continued for 10-15 minutes before the device alarmed the same unknown system error for the second time. The customer also stated that the device was swapped out after the second alarm and that there was no patient injury.